Event description:
A report was received that the patient¿s ipg was not taking a charge. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient¿s ipg was not taking a charge. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.